Event description:
After approximately 2 hours of initiation of dialysis the pt experienced low blood pressure, sweating, tachycardia & impending loss of consciousness. After administration of glucose & saline, pt had recovered within 3-10 minutes. This pt had used b3-1.3a filtryzer 8 times before this adverse event occurred.

Manufacturer narrative:
The device history records & complaint file have been reviewed & it is confirmed that the lot in question was manufactured in accordance with the specs. 7,178 dialyzers with this lot number were distributed worldwide. As far as this lot is concerned, no similar events have been reported to co except that two other events (2433215/1998/00004 & 00005) have been reported by the same initial rptr. According to the initial rptr, the pt has a tendency of low blood pressure & this may contributed to the adverse reaction. Ref# 2433215-1998-4/5.